Manufacturer narrative:
Reporting address line 1: (B)(6). Reporting institution phone: (B)(6). Reporter phone number: (B)(6).

Event description:
The customer reported that the system failed. There was no patient involvement when the issue occurred. No patient or user harm reported. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Multiple attempts to retrieve device repair, and operational status has yielded no response from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.